Event description:
It was reported that patient faced issues with infusion set plastic part on the top of the site pulled up and took some of adhesive off of the body event on (B)(6) 2025. No further information available.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.